Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had a battery alarm, replaced with a new one, and was unable to clear the alarm. The esc and act buttons on the device were not responding. Issues started in (B)(6) when attempting to bolus. After a few hours the device was functioning again, now anomaly reoccurred. Customer's blood glucose was 289 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no battery out limit or failed battery test alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked reservoir tube.